Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient presented to the emergency room then was hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with intravenous and intraperitoneal gentamicin (dosage and frequency not reported) for the peritonitis event. Intraperitoneal gentamicin therapy completed eleven days after the initial receipt of this report. Dianeal and extraneal therapies were ongoing. After four days of hospitalization, the patient was discharged and the patient was considered to be recovered from the peritonitis event. The peritoneal effluent fluid has remained clear. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.